Manufacturer narrative:
8/31/1998- supplement #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a lower anterior resection procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.